Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported event. The cpu card was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced the screen turn black and mechanical ventilation was loss during a case. The report was received from a single source. The reported event involved a patient. There was no patient information available.